Manufacturer narrative:
The two viper universal polyaxial drivers (product code: 2797-34-000, lot numbers: mi27189, mi35983) were returned to the customer quality unit. Both returned drivers were broken at the tip. The driver tips were not returned for analysis. The drivers were subsequently submitted for fracture analysis. Optical imaging of the tips of the drivers reveals plastic deformation at the hexlobes and torsional shear markings following circular patterns. The plastic deformation at the hexlobes indicates torsional overload. This suggests the drivers underwent quasi-static overload torsional shear failures starting at the hex lobes and extending around the cannulations. No material defects or other abnormalities were observed in this analysis. These drivers are within of the specified hardness guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a torsional shear failure due to unexpectedly high forces placed on the tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off intraoperative. Mon ratched adapter fell apart. No patient harm and no surgery delay reported.